Event description:
It was reported the pt was not receiving effective stimulation. The physician placed a new lead and added two anchors. The pt reported receiving effective stimulation therapy post-operative. It is unk if either of the patient's original leads were explanted. Note the pt received two leads from the same lot number as part of the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.